Event description:
It was reported that the patient's implantable neurostimulator (ins) would turn off by itself, requiring the patient to turn the ins back on using the patient programmer. The issue began "a few months ago" when the patient was reprogrammed by a company representative. Reprogramming was performed to get stimulation coverage in both of the patient's legs rather than just the right leg because the patient had arthritis in the left leg. It was noted that the patient also received injections for the arthritis pain. Additional information was requested but was not available at the time of this report.

Event description:
Additional review determined that in (B)(6) of 2012 it was reported that the patient's battery had depleted and was to be replaced. It was noted that the depletion was normal.

Manufacturer narrative:
Product ID: 7495-51, serial#: (B)(4), implanted: (B)(6) 1997, explanted: na; product type: extension, product ID: 7434a, serial#: (B)(4); product type: programmer, patient, product ID: 3587a, lot#: l45522, implanted: (B)(6) 1997, explanted: na; product type: lead. (B)(4).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report has malfunctioned. In after review it was determined that patient code (B)(4) and device (B)(4) should be removed from the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that after their non-rechargeable implant played out due to normal battery depletion, the patient could not walk because their stimulator had gone dead. The patient had their device replaced. No further complications were reported or anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.